Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® sst¿ ii advance blood collection tube, the rubber inside the cap left and blocked the probe when decapped. No patient impact reported.

Event description:
It was reported that while using one (1) bd vacutainer® sst¿ ii advance blood collection tube, the rubber inside the cap left and blocked the probe when decapped. No patient impact reported.

Manufacturer narrative:
Investigation summary bd received three photos for investigation. Evaluation of the photos shows evidence that the stopper remained inside the tube. A total of 30 retained samples were tested and found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.